Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the vaso viewhemopro 2 used for an endoscopic vein harvesting procedure, jaws of the cutter would not open or work correctly. No patient harm.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 01/09/2023. An investigation was conducted on 01/11/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the harvesting jaws. The heater wire was observed to be intact with no visual defects observed. The tip of the shaft of the harvesting device was observed to be bent as well as peeled. There were no other visual defects observed. A mechanical evaluation was conducted. The blue toggle was manipulated to open and close the jaws with no physical or visual difficulties observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "mechanical problem-jaws" was not confirmed, but the analyzed failures "material twisted/bent shaft" and "peeled; shaft" was observed. The lot #300026186 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.